Event description:
It was reported that the patient presented with pocket infection. The entire system was explanted. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.